Manufacturer narrative:
The devices were discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review was performed on the device's instructions for use (IFU). There is no evidence that the device was used in a manner inconsistent with the labelled indications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure of the leads and lead extensions because the connection point between these devices had become exposed through the skin. The patient reported feeling itchy on the head and frequently touching the area. Although there were no apparent signs of infection, the physician elected to proceed with complete removal of the patient's dbs system, and the implantable pulse generator (ipg) was also electively explanted due to concern for a potential underlying infection. No additional adverse patient effects were reported. The explanted devices will not be returned to boston scientific, as they were discarded at the facility. Additional information received stated that the patient was prescribed antibiotics and that there are no particular problems with their post operative status. The burr hole covers were also electively explanted and will not be returned to boston scientific for analysis.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 5137223 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7137934 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7138888 UDI: (b)(4.)

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure of the leads and lead extensions because the connection point between these devices had become exposed through the skin. The patient reported feeling itchy on the head and frequently touching the area. Although there were no apparent signs of infection, the physician elected to proceed with complete removal of the patient's dbs system, and the implantable pulse generator (ipg) was also electively explanted due to concern for a potential underlying infection. No additional adverse patient effects were reported. The explanted devices will not be returned to boston scientific, as they were discarded at the facility.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5137223. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7137934. UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7138888. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure of the leads and lead extensions because the connection point between these devices had become exposed through the skin. The patient reported feeling itchy on the head and frequently touching the area. Although there were no apparent signs of infection, the physician elected to proceed with complete removal of the patient's dbs system, and the implantable pulse generator (ipg) was also electively explanted due to concern for a potential underlying infection. No additional adverse patient effects were reported. The explanted devices will not be returned to boston scientific, as they were discarded at the facility. Additional information received stated that the patient was prescribed antibiotics and that there are no particular problems with their post operative status. The burr hole covers were also electively explanted and will not be returned to boston scientific for analysis.